Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave inaccurate readings. The blood glucose reading was 12.7 mmol/l and the sensor reading was 18.5 mmol/l. The sensor cannula was bent when it was removed from the body. The sensor was not returned for analysis.